Event description:
The PICC was inserted on (B)(6) 2021 without incident. On (B)(6) 2021, the proximal lumen of the PICC was found to be fractured/detached from the main hub of the PICC. The PICC line was removed. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen PICC catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual inspection of the catheter revealed the proximal extension line had separated from the juncture hub. The separation point was smooth. The length of the returned catheter body measured 20.0" which is within specifications of 19 1/2" - 20.0" per PICC catheter product drawing. The outer diameter of the proximal extension line measured 0.095" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the proximal extension line measured 0.056" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured as expected. The inner diameter of the juncture hub molding cavity the proximal extension line was separated from measured 0.097". The IFU provided with this kit states: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the proximal extension line was then clamped, and a water-filled lab inventory syringe pressurized the proximal extension line to test for leaks. No leaks were detected. A manual tug test confirmed the distal and proximal extension lines were fully secured within their luer hubs. The distal line was also secured within the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based u pon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s).""do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The reported complaint of an extension line/juncture hub separation was confirmed through complaint investigation. Visual inspection of the catheter revealed the proximal extension line had separated from the juncture hub. The separation point was smooth. The root cause of this issue is deemed manufacturing related. A non-conformance request has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The PICC was inserted on (B)(6) 2021 without incident. On (B)(6) 2021, the proximal lumen of the PICC was found to be fractured/detached from the main hub of the PICC. The PICC line was removed. No patient harm reported.